Manufacturer narrative:
Investigation summary: this s-ICD operated appropriately in the laboratory setting. Investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined. Device labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: with all of the available information, including device and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks over time since implant procedure. Programming was performed; however, it was not successful. A sense b and an electrode impairment was suspected at the time. Subsequently, this s-ICD was explanted and replaced by an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks over time since implant procedure. Programming was performed; however, it was not successful. A sense b and an electrode impairment was suspected at the time. Subsequently, this s-ICD was explanted and replaced by an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.